Manufacturer narrative:
Service inspected the instrument, and replaced the syringe assy, manifold kit (rohs), 100ul buffer pump (rohs), and 50ul buffer pump (wz) (rohs) that were worn and leaking. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The syringe assy, manifold kit (rohs), 100ul buffer pump (rohs), and 50ul buffer pump (wz) (rohs) were determined to be the causes of the elevated results. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr instrument for three patients. The following data was provided (reference range is 0.7-1.5 ng/dl): sid (B)(6) initial >5.0 ng/dl, repeated on another instrument 1.35 ng/dl (B)(6) 2024. Sid (B)(6) initial 2.34 ng/dl, repeated on another instrument 1.07 ng/dl (B)(6) 2024. Sid (B)(6) initial 1.61 ng/dl, repeated on another instrument 2.17 ng/dl 19jun2024. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results generated on the architect i2000sr instrument for three patients. The following data was provided (reference range is 0.7-1.5 ng/dl): sid (B)(6) initial >5.0 ng/dl, repeated on another instrument 1.35 ng/dl (B)(6) 2024, sid (B)(6) initial 2.34 ng/dl, repeated on another instrument 1.07 ng/dl (B)(6) 2024, sid (B)(6) initial 1.61 ng/dl, repeated on another instrument 2.17 ng/dl (B)(6) 2024. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.